Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rxverify request rejected by pharmacy. A technical support specialist recommends that the customer reach out to their pharmacy to modify the status from rejected to approved. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the medbank.

Event description:
It was reported by the customer that a pyxis medbank system the item shows rejected on the screen. The customer reported that the pharmacy approved another medications. There were no adverse events or injuries reported based on this event.